Event description:
It was reported that the single use mechanical lithotriptor v basket broke on a bioduct stone. The physician cut the sheath but was unable to get the basket and scope out easily. The sheath was retrieved by using the emergency handle and removing from the patient. There were no reports of patient harm or injury.